Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after 16 days dental implant was installed in intraoral region 8#, its non-osseointegration was observed. In addition, the patient presented bone type iii, immediate load and immediate implant were performed, fenestration occurred during surgery and 40ncm of primary stability was achieved.